Manufacturer narrative:
The pod was received with the cannula assembly full deployed. Investigation did find damage in the form of a tear in the exposed portion of the soft cannula, just past the formed needle, which resulted in a fluid leak. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 356 mg/dl while wearing the pod between 36 and 48 hours. As treatment, an injection of insulin was delivered and a new pod was applied.